Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee prothesis surgery the saw blade was stuck in the device because the device could not be opened. The saw blade could only be removed after several minutes. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another company. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 the reported event was not confirmed. The manufacturer evaluation revealed the saw is worn at the saw blade holder. However, the saw blade is not sticking in the device, and the device can be opened as normal.